Event description:
Customer's family member reported that when family member tried to prime 20u the insulin did not exit at the needle. Also family member received a constant tone alarm and when the batteries were removed and re-inserted, family member received an a-51 alarm. Troubleshooting was performed. The insulin exited.